Manufacturer narrative:
H2, h6. One 72202469 reversed curved ultra fast-fix assembly has not been returned for evaluation. Without the reported product, a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. An exact root cause cannot be determined with confidence. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.

Event description:
It was reported that during anterior cruciate ligament plasty, the doctor required a fast fix 360 reverse curved. The doctor opened the box but the adhesive sticker did not match to the product that came inside the packaging. For this reason, the surgical staff in the operating room asked if this product was sterile, despite the fact that the package was in perfect condition. No delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.